Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported the onset of pain followed by a burning sensation underneath the entire patch. Due to the severity of the pain, her daughter removed the patch. The patient applied an ice pack to the area and used a homemade remedy burn ointment. The patient stated that she takes a prescribed oral analgesic hydrocodone (unspecified dosage) four times daily for chronic pain and indicated that this medication helped manage her discomfort. The patient reported that she managed the condition herself and used only the burn ointment, noting that she is a nurse. There was no documentation of medical intervention. No other details were provided. At the time of the report, the patient¿s condition is fine. Photos of the reported skin reaction in the complaint record were reviewed. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring, or systemic involvement. There was localized area of mild redness. The surrounding skin shows dryness and skin is intact. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. No additional event or patient information is available.